Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pump history was reviewed and indicated that the infusion set tubing was not primed with insulin following an infusion set change. The pt was therefore without insulin for a period of time as the infusion set tubing contained air. The pump user guide instructs the user to continue to prime the tubing until drops of insulin are seen. The pt has continued to use the pump with no reported subsequent events.